Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/4/2021. H.6. Investigation: bd received fifty-seven (57) samples and a photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for incorrect placement of label with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for incorrect placement of label with the incident lot was observed. The most likely root cause for the reported defect is a short term in alignment issue. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported the bd vacutainer® urine collection cup had no label or missing label information. The following information was provided by the initial reporter: translated to english. The customer stated: "allow me to attach a photo of the bottles received such as.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® urine collection cup had no label or missing label information. The following information was provided by the initial reporter: translated to english. The customer stated: "allow me to attach a photo of the bottles received such as."